Manufacturer narrative:
The lead was explanted and has not been returned for analysis, as a result, the reported allegation cannot be confirmed. No adverse patient effects were reported. The manufacturer attempted to obtain the lead by sending emails to the customer (on (B)(6) 2010 and (B)(6) 2011) but was not successful. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this implantable lead dislodged. This was observed during a device replacement procedure. This lead was explanted. No adverse patient effects reported. The lead was actively implanted for approximately 9 years, 8 months.